Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, and unexpected restart error tests. The device had cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window and on the reservoir tube window.

Event description:
The customer's spouse called and reported the customer's insulin pump alarmed with unexpected restart and her blood glucose was high in the 500 to 599 mg/dl range for two days, with high ketones. The customer's endocrinologist had her revert to taking shots and instructed that they have the insulin pump replaced. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the insulin pump would be replaced and agreed to return the product for analysis.